Event description:
The event involved a spinning spiros where it was stated that when administering a subcutaneous antineoplastic treatment, the azacitidine medication leaked through the spiros. The medication did not spill; there was only a small droplet on the spiros. Although the event occurred during use with a patient, there was no harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.